Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Customer¿s blood glucose (bg) level was 124 mg/dl. Additionally, it was reported that the customer also experienced a low bg level of 52 mg/dl. Reportedly, the customer entered the intended amount in the pump for the bolus; however, customer miscalculated carbs, and over corrected. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.